Event description:
During an ostheotomy advancement, the g-bat rod broke int he threads area. The event cause the muscle to be torn apart from the advanced bone flap. Physician had to place screws and sutures to reattach the muscle to the bone.